Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the blue sureform 60 reload associated with this complaint. The stapler reload was found to have lodged staples wedged in between the reload in front of the knife and in the pusher pockets. A visual inspection confirmed there are four lodged staples. The blade was not found to be exposed. There was cartridge damage and blade damage. Isi also received a white sureform 60 reload associated with this complaint. The stapler reload was found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reload. A log review confirmed the stapler reload was involved in a firing failure. Isi received a second white sureform 60 reload associated with this complaint. The stapler reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The stapler reload cover was removed and inspected. There was no damage to the stapler reload or its components. No product issue was identified. The sureform 60 stapler instrument associated with this complaint was also returned for failure analysis evaluation. The stapler instrument was found to have 1 firing failure based on a log review, which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house white sureform 60 reloads. The instrument fired successfully, and the resultant staple-lines were visually inspected. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received 2 white sureform 60 reload, 1 blue sureform 60 reload, and a sureform 60 stapler instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the the sureform 60 stapler instrument logs show the sureform 60 stapler instrument was installed on the system 2 times and fired 2 white sureform 60 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, while transecting unspecified tissue with a sureform 60 stapler instrument and blue sureform 60 reload, an error message of "too thick to continue" was produced. Bleeding was also observed from the staple line. The procedure was converted to open surgery. The following information is unknown: the cause of the bleeding, the blood loss volume associated with the complication, what surgical intervention was rendered due to the bleeding, and why the case was converted to open surgery. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.